Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 420 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Reminder of the procedure was aborted. Extended hospitalization (2 days) was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, the physician stated that it may have been a mechanical perforation caused by too much force applied to the location to hold the catheter in position. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a brk-1 transseptal needle. There was no evidence of steam pop during the ablation. 20-30 watts of power were used. The flow was set at 15 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range = 2mm, time = 60sec, fot= 25% w/3g force, tag size= 3. No additional filters were used with the visitag module. The color option used prospectively was ablation index. The biosense webster, inc. Product analysis lab received the device for evaluation on august 29, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 420 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Reminder of the procedure was aborted. Extended hospitalization (2 days) was required as a result of the adverse event. Patient¿s outcome is improved. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device 30233355m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #: (B)(4).